Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: after consultation with the customer, the postoperative course of treatment was without special abnormalities, as expected. No special measures had to be taken. Due to the pandemic, the product cannot be picked up by the customer.

Event description:
It was reported that during a lap sigma, the instrument was very difficult to close and open. Tissue was cut, but the clips did not form properly. It was resected with another instrument. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 6/25/2020. D4: batch #u5af36. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and cut without any difficulties. The staple line and the cut line were complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event could not be confirmed, as no malformed staples were observed and the device performed without any difficulties noted during the functional testing. The device opened and closed without any difficulties noted.